Event description:
The customer reported that on 1/20/98 vasoseal was deployed following a diagnostic procedure. The pt measured a kit size 1 and the physician deployed both plugs. The following day the pt's groin was red, warm and inflammed and a portion of the 2nd plug was sticking out of the skin. The physician pulled out the 2nd plug and placed the pt on IV antibiotics.